Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was noted that all the keypad buttons were under responsive to user presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/25/2016. Device evaluation: the device has been returned and evaluated by product analysis on 04/12/2016 with the following findings: the pump was returned with the contrast button as the only operable button on the keypad. There was no physical damage on the keypad. The keypad was removed and there was no damage or contamination found. The pump was opened and there was moisture found on the keypad flex connector. Unrelated to the original complaint, the pump powered on to a dim and discolored display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.